Event description:
Reportedly, pt expired after an implant date in 2007 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk, therefore the aware date is used as the occurrence date. No further info regarding this pt was received. Info received on 01/31/08, per sales rep: "dr is concerned that we are presuming the pt has died. He will not contact the family as it is a matter of privacy. He also mentioned, it raises questions of the cause of death, but he is powerless to find out as I could not guarantee him the source of our info."

Manufacturer narrative:
Device not returned.